Event description:
After an implantation period of approx. 26 months,it was observed that the shock impedance was too high. A revision will be performed.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned ICD data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The returned ICD data have been analyzed. The data revealed a shock impedance greater than 150ohms on 14-jul-2020. The pacing impedance was normal. The inspection of the iegm from episode one revealed the presence of noise in the farfield channel. Based on the information available for analysis, the root cause of these observations was not determinable. The analysis did not show any indication of an ICD malfunction. However, the integrity of the lead cannot be assured. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ICD and the lead. The analysis of the returned device data revealed no indication of an ICD malfunction. The integrity of the lead cannot be assured.